Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. It was reported purge fluid leaked from the luer connector connection. The patient remains on support despite leak and no harm reported.

Manufacturer narrative:
D.9 updated as the pump and purge cassette were returned for investigation. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock; section: cleaning : ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ b.5 and e.1 facility name were revised as this new information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12898. E.1 us state american samoa was entered incorrectly on the initial manufacturer device report number 1220648-2024-12898 and should of been left blank as this event took place in japan. E.4 should have been left blank in initial manufacturer device report number 1220648-2024-12898 as it is unknown the initial reporter also sent the report to the FDA. G.3 date was entered incorrectly on the initial manufacturer device report number 1220648-2024-12898 and should of been 19-jun-2024. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-12898.

Event description:
Days after complaint initially was reported, the team determined that the leak was to be from the pump and not the purge connector (pc). The pump still remained on for support despite the leak.